Manufacturer narrative:
Evaluation results: related to operational context (no damage reported on the device prior to use). Inherent risk of procedure (stent deformation). Conclusion results: related to operational context (no damage reported on the device prior to use). Known inherent risk of a procedure (stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion located in the lad but the device failed to cross the target lesion and the physician gave up the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. A number of struts on the 8th distal segment were raised and pulled distally. The 7th and 8th proximal segments were deformed with a number of struts slightly raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).